Event description:
It was reported to medtronic neurosurgery that the surgeon did not think the valve was functioning properly, and that it was explanted. The report states that the patient did not incur an injury outside the need for the revision procedure.

Manufacturer narrative:
The returned valve was patent, and met the requirements for leak and preimplantation testing. However, it did not meet the requirements for siphon, reflux, and pressure-flow testing due to the presence of proteinaceous debris within the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional patient/device information: it was later reported that following the initial revision procedure, that the patient underwent a second surgical procedure to re-position the new device. The report states that the patient felt weak after the procedure. (B)(4).